Event description:
It was reported that the patient presented for a generator change out procedure. During the procedure, it was noted that the left ventricle lead exhibited conductor cable externalization. The physician repaired this area of insulation using medical adhesive encased in a suture sleeve. Programming changes were made. Patient was stable before, during, and after the procedure.